Event description:
The orsiro drug-eluting stent system was selected for use. It could not pass the calcified lesion and thus was removed from the patient's body. Upon withdrawal, it was noticed that the stent has moved from its appropriate position to the proximal side of the delivery system.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was returned with the stent crimped on the balloon. The stent is displaced by about 14mm in proximal direction and deformed on both ends. Microscopic analysis of the exposed balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is slightly unfolded at its distal end and shows signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. It could not pass the calcified lesion and thus was removed from the patients body. Upon withdrawal it was noticed that the stent has moved from its appropriate position to the proximal side of the delivery system.